Manufacturer narrative:
Event date is estimated. Device implant date is estimate(some time in august of 2019). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported the patient's ipg displayed an end of life (eol) message and is no longer providing therapy. Surgical intervention may take place at a later.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.